Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, m knob was unable to function as intended. The clip was suspected have damaged the soft tip of steerable guide catheter (sgc) during retraction process. As a result, the clip and sgc were replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.